Event description:
Pt called on (B)(6) 2015 and stated she had an infection. Follow up with the pdrn stated the pt had been seen in the clinic on (B)(6) 2015 and received medication for peritonitis. The pt was hospitalized that evening and was treated with antibiotics. The pt was released from the hosp on (B)(6) 2015. The pdrn stated the pt has continued pd treatment on the replacement cycler without further problems.

Manufacturer narrative:
Medical record review: medical records were received and reviewed by post market surveillance clinical staff. It was noted that peritonitis is a known risk for peritoneal dialysis and there are many possible contributing factors. Based on the information, pt factors may have contributed to this event. Device investigation: the liberty cycler was returned to the manufacturer for evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. The following tests were performed: simulated treatment test, valve actuation test, system air leak test, pt sensor calibration, load cell verification, and mushroom head check. All tests passed. An internal, visual inspection was performed. There were no discrepancies encountered in the internal inspection of the cycler. A device history record review was performed and the device was found to have been manufactured per specifications.

Event description:
Additional information from medical records received 05/19/2015. Staphylococcus epidermis positive peritonitis treated with vancomycin every five days. The pt had diffuse abdominal pain tenderness at right lower quadrant.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event.